Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6 type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and edward's training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for regurgitation was confirmed based on the available information to date. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 11 years post transfemoral tavr procedure with a 26 mm sapien valve, the valve failed by regurgitation. The patient was treated successfully in a valve-in-valve procedure with a 23 mm resilia implanted inside the sapien valve. The patient was stable post implant, and the physician did not feel that the thv failed prematurely.'' Per the IFU, valve regurgitation, including central regurgitation and paravalvular leak (pvl), is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, pvl refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 11 years post transfemoral tavr procedure with a 23 mm sapien xt, the valve failed by regurgitation. The patient was treated successfully in a valve-in-valve procedure with a 23 mm resilia implanted inside the sapien xt. The patient was stable post implant, and the physician did not feel that the thv failed prematurely.

Manufacturer narrative:
A supplemental report is being submitted for the medical records received. Sections b.4, g.3, g.6, and h.2 have been updated. An addition was made to b.5. Corrections were made to b.7, h.6: clinical code, device code, investigation findings and investigation conclusion. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient factors - age and diabetes, may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Additional information received from medical records: as reported by the field clinical specialist, approximately 11 years post transfemoral tavr procedure with a 26 mm sapien valve, the valve failed due to regurgitation. The patient was treated successfully in a valve-in-valve procedure with a 23 mm sapien ultra resilia (s3ur) implanted inside the sapien valve. The patient was stable post implant and was discharged the following day. The physician did not feel that the thv failed prematurely. Based on the medical record review, this patient presented to the hospital approximately 11 years and 11 months post tavr with a 23mm sapien valve and was experiencing symptoms of decompensated heart failure, weight gain from volume retention, shortness of breath and orthopnea. The patient was found to have a urinary tract infection, started on antibiotics and was treated with oral lasix for volume overload. A transesophageal echocardiogram (tee) noted moderate to severe transvalvular aortic regurgitation. A tte from the day prior noted mild bioprosthetic aortic stenosis with moderate insufficiency. The patient underwent a valve in valve tavr with a 23 mm s3ur valve. A post implant echo noted aortic valve prosthesis is present. The prosthetic valve gradient is normal for this valve with trivial prosthetic aortic valve regurgitation.